Event description:
It was reported that during a ptca procedure, the guide catheter slipped and caused the wire to become looped. While attempting to straighten the wire fractured, and the distal end remained in the pt. The pt went to surgery for removal. Pt status is lised as "okay".